Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was difficulty charging the implant for the last week over the weekend. When asked, the patient said she typically recharges every week; however, the patient's husband said that it has been 2-3 weeks since she last recharged. The patient's husband said that the last time recharged, he kept the recharger over the implant for 45 minutes, but it never got beyond the open loop screen, and the patient reported feeling warmth at the site of the recharger. The patient confirmed that this was the only time she felt any warmth while recharging. The following troubleshooting steps were performed: locate the implanted neurostimulator by looking for an incision and/or palpating the implant; position the recharger over the implant; and then turn the recharger on. The caller said that they received an open loop screen to wait 30 minutes; however, after a few moments, they switched over to the regular recharge screen, with the with the ins battery at 10%. Patient to charge the implant completely. An email was sent to the repair department for a different size belt.